Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an alleged overdischarge and the patient got into overdischarge because the recharger wasn't working. There was a broken connector on the desktop charger. This had occurred about 3 months prior to the report in 2016. There were no patient symptoms reported.

Manufacturer narrative:
(B)(4) no longer applies to the event, as (B)(4) is applied per additional information received.

Event description:
Additional information received from the manufacturing representative indicated that the patient experienced no stimulation when their device was in overdischarge. They stated that they were able to do a trickle charge, and the device was reset on (B)(6) 2016. The patient's overdischarge battery issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.